Event description:
During an incident in 2002 involving a female pt with chest pains, this defibrillator was used with monitoring pads to monitor and a large amount of artifact was noted. The pt was transported to a hosp. Later, the crew experienced artifact using the defibrillator on themselves with new pads. When the customer was asked if she experienced any "check electrodes" prompts, she said no. She also stated that they had had artifact problems with this defibrillator for about 3 weeks prior to this incident.